Event description:
It was reported that (1) tlc55 was used during a sigmoid colectomy procedure. It was reported by the rep that tlc55 had premature lockout on the first firing of the device. The device was removed and replaced with an add'l tlc55 to complete the procedure. There was no consequence to pt.